Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report for a connection issue was not confirmed. A batch review was completed for lot h11b16041 and there were no exceptions noted during the manufacturing process. One companion sample was received in original packaging in reference to a connection issue. A lab titanium adapter was functionally hand tightened without difficulty. The set was tested underwater at 8 psi with no leak was noted. During visual inspection, no manufacturing abnormalities were noted. The root cause was undetermined.

Event description:
This is a spontaneous case report from a physician in (B)(6) of a disconnection of the transfer set from the luer lock adapter and peritonitis coincident with physioneal 40 unknown therapy. On (B)(6) 2011, the tube disconnected from the plastic luer lock adapter (manufacturer unknown). On an unreported date, the patient experienced peritonitis. Treatment was not reported. A companion sample was reported to be available. Additional information regarding this event has been requested from baxter (B)(4).